Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for a left side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for a left side. The device was explanted, replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture was requested on august 207, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.